Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular and cardiovascular event in (B)(6) of 2009 after the use of the product.

Manufacturer narrative:
Additional information received alleged the patient experienced a sudden cardiac event. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. As such, the date initially provided is best estimate pending confirmation and or clarification from the reporter. Additional inquiries will be sent to the reporter to clarify the number of events and the respective occurrence dates. Any information received will be submitted upon receipt accordingly. Associated manufacturer report numbers: 1225714-2014-01029, 1225714-2014-01030, 1225714-2014-01031 and 1225714-2014-01032.

Manufacturer narrative:
This is one event (cardiovascular and cardiovascular) for the same pt involving two separate products, associated mdrs #1225714-2014-01029, 01030, and 01032.